Event description:
Additional information received from the manufacturer representative (rep) indicated that the low impedances were never resolved so the healthcare provider programmed around it to use all the workable electrodes for the patient. It was reported that the patient left the meeting with the rep with a program in their controller and was receiving effective treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that they were in the or and when they ran impedances, they saw less than 50 ohms on 0-3 combination and can't clear the issue but all others were in range. Rep stated they had seen this issue once before but it was with an older battery not a brand new one. This was the first time they saw this patient and event occurred during stage 2 impedance tests. A few days later, rep provided that the cause of low impedance was not determined. They went through impedance troubleshooting steps as directed per training. They did not remember any patient details from previous report, just remember doing it. No patient symptoms or harm were reported.